Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported ¿delayed onset of nodules¿ after injection with juvéderm®. Patient was injected with 1cc of juvéderm® ultra plus xc in the marionette lines, 1cc of juvéderm voluma® xc in the cheeks, and botox®. About 3 months later, patient was injected with 1cc of juvéderm voluma® xc in the cheeks and botox®. About 4 months later, patient was injected with 1cc of juvéderm® ultra plus xc in the marionette lines and botox®. A month later, patient contracted bronchitis (not device related), and nodules appeared 1 week later. Hcp reported events as ¿inflammatory nodules¿ and provided hyaluronidase, prednisone taper, and zimmer z wave shock therapy sessions as treatment. Swelling and hard lumps were also noted. Symptoms have improved. This is the same event and the same patient reported under MDR ID # 3005113652-2019-00686 (allergan pr (B)(4)), MDR ID # 3005113652-2019-00687 (allergan pr (B)(4)), and MDR ID # 3005113652-2019-00688 (allergan pr (B)(4)). This MDR is being submitted for the second juvéderm® ultra plus xc injection.